Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2009, inratio: 2.3, lab: 1.8. Pt is taking oxycodone (5-15 mg) up to every 4 hours, has deep vein thrombosis, and his range is 1.8-2.3, has been monitored very closely for 2 weeks.

Manufacturer narrative:
Reported data not valid for comparison; time elapse between results exceeded three hours. If the time elapsed exceeds 3 hours there is a high possibility that the discrepancies are due to changes in the status of the pt. Info received from caller indicates pt on oxycodone. Possible interference. Product deficiency not established. Further action not required at this time. The customer did not provided the strip lot number; complaint trending cannot be determined.